Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for post-implant device check, increase in capture threshold and extracardiac stimulation was observed. Chest x-ray was ordered and lv lead was turned off. Lead will be reassessed at next clinic follow-up. Patient was stable.

Event description:
New information received notes that the device was reprogrammed and no more stimulation was noted. Patient was fine.